Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to physical damage. Insulation damage and a conductor fracture were suspected by fluoroscopy and x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientifics post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed damaged inner silicone insulation (abrasion) ~ 185-187 from the terminal pin, the conductors were not exposed. The insulation abrasion is in the clavicle area. The outer coils in this area are deformed (separated). Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The observation of damaged conductors and/or insulation consistent with clavicle/first rib crush.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to physical damage. Insulation damage and a conductor fracture were suspected by fluoroscopy and x-ray. No additional adverse patient effects were reported.